Event description:
Device 1 of 3. Please MFR report #1627487-2010-02562 for device 2 and MFR report #1627487-2010-02563 for device 3. On (B)(6) 2010, the patient was implanted with an scs system. The patient's leads had migrated. During the revision, the doctor attempted to insert a 90cm stylet into the lead. He was unable to pass the stylet past the point where the swiftlock anchor had been positioned on the lead (the anchor had been removed prior to the attempt). The lead was explanted and another lead was used, recapturing the patient's stimulation.

Manufacturer narrative:
Device evaluation 1 of 3. Please see MFR report #1627487-2010-02562 for evaluation of device 2 and MFR report #1627487-2010-02563 for evaluation of device 3. The exact lot number of the lead is unknown. Both potential lot numbers were reviewed. Method: a visual inspection and functional testing were performed on the lead. The device history and sterilization records were also reviewed. Results: the visual inspection revealed discoloration in the lead segment and kinks at approximately 5cm, 14cm, 17cm, and was severely kinked at 33.5cm from the stimulation end. An attempt was made to insert a lab straight and curve stylet, but the stylet could not advance beyond the 33.5cm kink. Continuity and stress testing revealed no anomalies. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint confirmed for "stylet insertion problem" but could not be confirmed for "lead migration". The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.